Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that the device was unable to cross the lesion. While performing a percutaneous coronary intervention, the 4.0x16 promus premier stent was advanced, but was unable to cross the lesion. Another attempt was made with a 4.0x12 promus premier, but was also unable to cross the lesion. The procedure was completed with another 4.0x12 promus premier device. There were no patient complications reported. The patient status is stable. However, device analysis revealed stent damage.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: a visual and microscopic examination found that the stent on the device was damaged at both ends due to "dogboning" where a minor positive pressure has been applied to the balloon causing the stent to flare at both ends, followed by withdrawal of the device aggravating the damage. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found damage to the outer lumen 93mm proximal from the distal edge of the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).